Manufacturer narrative:
The unit was returned for evaluation. The cause of the patient's death is not known. The patient passed away following the incident. Whether this is related to the accident and subequent treatment, or to the patient's pre-existing condition is unknown. The alleged incident reported could be duplicated due to a split and perished o-ring found on the unit. Manufacturers recommended maintenance includes leak testing, and this worn component should have been identified prior to alleged incident taking place.

Manufacturer narrative:
Unit has been returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient was filling the portable lox unit from the base unit. The fill nozzle iced up to the extent that the portable unit could no longer be separated from the base unit, and liquid oxygen escaped. In attempting to get the portable unit loose from the base unit, the patient's toes came into contact with liquid oxygen. The patient was taken to hospital and as far as the customer knows she is still an in-patient there. Customer confirms that the patient has been using lox products since (B)(6) 2018 and was trained in proper filling procedures. Whether an error in operation occurred here is not known.